Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 3 reference MFR. Report: 1627487-2016-00693. Reference MFR. Report: 1627487-2016-00743. The patient received two anchors with the same lot number. It was reported the patient experienced drainage at her midline incision site. Cultures were taken, the results of which are unknown at this time. Subsequently, the patient's entire system was explanted.